Event description:
The evis exera ii ultrasound gastro-videoscope was returned to the service center for evaluation of a reported "crystal is broken and only shows half of picture" during an unspecified event. Upon testing and inspecting, there was an adhesive malfunction at the distal end forceps cover as the adhesive was peeled off. No patient injury or harm was reported.

Manufacturer narrative:
The evaluation found the adhesive at the distal end forceps cover was peeled off. The reported "crystal is broken and only shows half of picture" was confirmed as the ultrasound image has two elements broken. Additionally, the pink colored rubber coating on the distal end is loose. There are third party parts / repairs to the bending section cover and light guide tube. The light guide tube is dented, objective lens at the distal end is chipped at the edge. The scope failed the water leak test with no fluid invasion observed. The device was repaired to standard specifications and returned to the customer. A review of the repair history shows no previous repair records; purchase date july 3, 2017. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The root cause of the reported malfunction could not be conclusively determined, however, based on the investigation results, the likely cause can be attributed to the following: the adhesive agent came off because external force was applied to the relevant part by squeezing it with excessive force or by hitting it against something when the subject device was transported, stored, used, or cleaned. The adhesive agent was worn out and peeled due to repeated usage. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ the legal manufacturer will continue to monitor the field performance of this device.